Manufacturer narrative:
(B)(4). The device involved has not been received by the manufacturer for evaluation at the time of this report. A device history record review could not be conducted since the lot number was not provided. To perform a proper investigation and determine the source of alleged defect reported it is necessary to evaluate the sample involved. Customer complaint cannot be confirmed based only on the information provided. Root cause is unknown. No corrective action can be established. If the sample becomes available this report will be updated with the evaluation results.

Event description:
Customer complaint alleges the device does not produce a mist. Alleged issue reported as detected during functional testing prior to use on a patient. No patient impact or consequence was reported.

Manufacturer narrative:
(B)(4). The customer returned (1) one opened kit of catalog number 41893 (nebulizer w/adult mask & tbg, small volume) for analysis. During the visual inspection, white residue was found inside of the jar, on the cap, jet, jar, and mask jet. A visual inspection was also performed on the tubing and no defects or anomalies were found. A functional inspection was performed and 5cc of water was added to the returned nebulizer unit, the tubing was connected to an air flowmeter and the pressure was increased to 8 lpm. A mist was produced from the chamber of the nebulizer during functional testing. The reported complaint that the nebulizer would not fog could not be confirmed through functional inspection of the returned sample. Functional testing indicated a mist was produced from the chamber of the nebulizer. The returned device functioned as intended.

Event description:
Customer complaint alleges the device does not produce a mist. Alleged issue reported as detected during functional testing prior to use on a patient. No patient impact or consequence was reported.